Event description:
As reported, the stent of a 10mm x 80mm smart control biliary self-expanding stent (ses) delivery system appeared foreshortened to almost half its size during deployment. There were no reported injuries to the patient. The patient had diffuse calcific disease. Additional information was requested but was not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the stent of a 10mm x 80mm smart control biliary self-expanding stent (ses) delivery system appeared foreshortened to almost half its size during deployment. There were no reported injuries to the patient. The patient had diffuse calcific disease. Additional information was requested but was not provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " stent incorrect length too short/compressed" could not be confirmed. Without the return of the device, the cause of the reported event cannot be determined. Procedural, handling, and/or anatomical factors may have contributed to the reported event. Stents may shorten in the vasculature due to post thrombotic sequelae or other vasculature characteristics. Per the instructions for use (IFU), which is not intended as a mitigation, when deploying the stent, ¿verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion. Ensure that the introducer sheath does not move during deployment. Remove locking pin from handle. Initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. Note: only the initial 40 mm of the stent may be unsheathed using the tuning dial. With maintaining a fixed handle position, pull back the deployment lever to unsheathe the remainder of the stent. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. Note: the stent may be deployed using two hands (¿pin and pull¿ method) by holding the proximal end of the handle stationary with one hand and sliding the deployment lever back towards the stationary hand. Stent deployment is complete when the proximal markers appose to the vessel wall and the outer sheath radiopaque marker is proximal to the inner shaft stent stop. Note: when more than one stent is required to cover the lesion, the more distal stent should be placed first. Efforts should be taken to minimize the stent overlap. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
The date of this procedure is unknown. The lot number for the device is unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sent of a 10mm x 80mm smart control biliary self-expanding stent (ses) delivery system appeared foreshortened to almost half its size during deployment. There were no reported injuries to the patient. The patient had diffuse calcific disease. The device will not be returned for evaluation.